Event description:
It was reported that asymptomatic patient presented in-clinic after receiving a patient notification. Device was post-paced t-wave oversensing on the ventricular channel. Suggested programming changes were made. There were no adverse consequences to the patient.